Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "busted implant". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d3, d4, d6a, g1, g2, g4, h4, h6.

Event description:
Healthcare professional reported right side pain and rupture occurred due to a car accident, which is not related to the device. This record is no longer reportable to the FDA and will be un-reported.